Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device showed several episodes of non-sustained right ventricle oversensing due to mypotentials. The device was reprogrammed to resolve the issue. There were no adverse consequences for the patient.